Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an upper gi procedure performed on (B)(6) 2023. During the procedure, it was noted that the pressure kept dropping while the balloon was being inflated. When the water was attempted to be withdrawn back into the syringe, nothing came back. It was assessed that the balloon ruptured. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an upper gi procedure performed on (B)(6) 2023. During the procedure, it was noted that the pressure kept dropping while the balloon was being inflated. When the water was attempted to be withdrawn back into the syringe, nothing came back. It was assessed that the balloon ruptured. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
G2: medwatch reference number: (B)(4). H6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the proximal section. Microscopic inspection found a pinhole located approximately at 15 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.